Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water leakages or fluid, distal end plastic cover has dents and scratches, the light guide lens is cracked, crack of adhesive on bending section cover, angle wires become stretched, objective lens has tiny chips along edge, control body has dents and scratches, scope connector has minor dents and scratches and is partially missing the white dot, and an electrical continuity error occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced an scope error equipment not recognized error code (e315). The issue was found during unknown diagnostic procedure. There were no reports of patient harm.

Event description:
The reported issue was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 (when event was found). During device testing, fluid leakage was found. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 to be displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Review of the device instructions found information relevant to prevention of this issue in chapter 3- preparation and inspection: "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Review of the device instructions found information relevant to detection of this issue in chapter 5- troubleshooting: "the countermeasures against troubles are described in this chapter. 5.1 troubleshooting- if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.